Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 02-may-2023, the following additional information was obtained: the vessel sealer extend instrument has been received and evaluated. The instrument was found to have a segment of the conductor wire sticking out from the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. No broken or missing components were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028¿ and the electrode gasp verification passed at 0.0003¿. The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Additionally, the instrument was found to have 1 engagement failure, and aux/action and wrist axis failures. However, the engagement failure was not replicated during in-house testing.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the vessel sealer extend (vse) instrument broke while inside of the patient. When the event occurred, a spring was observed to come out completely from the instrument's jaws. The spring then caught on some unspecified tissue, which led to bleeding. The vse instrument was removed and exchanged with a second vse instrument. Coagulation was achieved with the second vse instrument. The procedure was completed.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs reveal that the vse instrument failed engagement on its first install and passed engagement and initialization on its second install. The logs do now show any cut or seal events for this instrument beyond the completed initialization. This vse instrument was replaced with another vse instrument that went on to perform various cut/seal events. Based on the log review, there is no indication of a problems occurring with vse instrument that would be related to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the vse instrument broke while inside of the patient. The issue occurred when a spring was observed to have come out completely from the instrument's jaw. The spring then caught on some unspecified tissue which resulted with bleeding. The blood volume associated with the complication is unknown. Coagulation was achieved with a second vse instrument.